Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant products: aexch262640 stent graft; aexch262640 stent graft; iexch141455 stent graft implanted (B)(6) 2010. Yrbrx2414135 stent graft; yrirx14115 stent graft implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately ten months after device system implanted. The cause of death has been requested and is not available. Additional information received from the clinic reported the patient had been referred to hospice approximately three months prior to date of death.